Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller (serial #: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2019. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: damage to the white power lead strain relief. The reported event backup battery fault alarms was confirmed via the log file. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review as well as submitted for review. A review of the log files showed overlapping events spanning approximately 9 days ((B)(6) 2021 per time stamp). Events occurring on (B)(6) 2021 took place during lab testing at abbott. Backup battery fault alarms were active due to a load test failure. The backup battery fault alarms were active on (B)(6) 2021 at 15:58:51 to (B)(6)2021 at 15:24:28. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported backup battery fault alarms were unable to be reproduced during this investigation. Additional information communicated on (B)(6) 2021 stated that the patient has not received any further backup battery fault alarms following the controller exchange. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having more backup battery fault alarms. Their previous emergency backup battery (ebb) had just been given to them on (B)(6) 2020 for the same reason. The site reported that their controller was exchanged. Technical services reviewed the log file and confirmed that the controller was alarming for backup battery faults. It was requested that the site return the old controller for evaluation.